Manufacturer narrative:
A portion of this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture, oversensing of noise causing inappropriately stored atrial tachy response (atr) episodes. There was also undersensing of the p-waves. A chest x-ray was inconclusive, however a dislodgement was suspected. The physician opted to continue to monitor the patient. Almost 10 years later a portion of the lead was returned connected to the device. The products were returned from an unknown source. No adverse patient effects were reported.